Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has error msg battery maintenance required. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has error msg battery maintenance required. A getinge field service engineer (fse) found that biomed stated no patient involved or harmed, problem found, message "battery maintenance due" on user screen. No errors logs or faults logs found. Perform battery maintenance, after 75 min batteries failed. As per service manual replaced batteries. Product passed all functional and safety tests per factory. No other info known or available.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has error msg battery maintenance required. There was no patient involvement.